Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction at the sensor insertion site. The sensor was inserted on (B)(6) 2017 at the abdomen. The reaction was described as red, rashy, and a burn not leaving any permanent scars. On (B)(6) 2017, patient's physician recommended that patient use an over-the-counter (otc) skin tac and/or iv3000 adhesive film dressing products. At the time of contact, patient is itchy, and recovering. On a follow-up contact on (B)(6) 2017, patient reports not experiencing burning or itchiness with the current sensor. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.